Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) and the consumer regarding the patient. It was reported that the issues were caused by the patient hitting the ¿off¿ button on the side of the programmer and charger, rather than the ¿on¿ button. Since the patient did not feel her stimulation, she did not realize when it was on or off. The patient was to check her battery status every morning with her programmer and verify that the battery was turned on. It was noted that an impedance and battery check were performed in order to troubleshoot the issue. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was upgraded to a newer model of ins on 2018-(B)(6). The recharger was discarded. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator. The patient reported that their therapy/ implantable neurostimulator (ins) was turning off by itself. The patient reported having to recharge frequently then they do not need to recharge for a few days but then they will realize that their ins is off. The patient stated that it happened this past weekend and one other time. The patient said that it has only occurred a few times and they do not know if it is related to their recharging. The rep would be meeting with the patient on (B)(6) 2017. Additional information was received from a rep via a patient on (B)(4) 2017. The patient reported that their ins was turning off by itself which was occurring intermittently that began months ago. It was noted that the stimulation turning on/off was not related to a positional movement. The patient sees that their therapy is off when they go to recharge because the patient uses the top button to sync the patient programmer. A physician programmer was used to show the usage was 87%. The patient reported charging at night and has nights with no coupling. The patient needs to recharge every 1.6 to 2 days (1.6-2 days from full to empty) and there are some nights when they did not charge at all so the battery level is slipping to low. The patient was educated to use the sync button on their patient programmer to check the battery instead of the top button. A brief summary of the analysis showed a1 was at 8.1 with a pulse width of 330, a rate of 40 at 560 ohms, a2 was at 7.25 with a pulse width of 330, a rate of 40 at 576 ohms, and a4 was at 10.5 with a pulse width of 330, a rate of 40 at 564 ohms. Index 0 showed on (B)(6) 2017 there was a session of 57 minutes and 1 second. There were 0 minutes of no recharging due to antenna temperature, the maximum antenna temperature was 38.1, the average coupling was 7, the ins heat loss was 189, the average antenna temperature was 36, the recharging session lasted 167 minutes, there were 0 minutes of no recharging due to poor telemetry, the ins voltage before the recharge was 3.835 volts and it was 4.07 volts after the recharge. Index 1 showed on (B)(6)2017 there was a session of 50 minutes and 22 seconds. There were 0 minutes of no recharging due to antenna temperature, the maximum antenna temperature was 38, the average coupling was 7, the ins heat loss was 227, the average antenna temperature was 36.5, the recharging session lasted 279 minutes, there were 0 minutes of no recharging due to poor telemetry, the ins voltage before the recharge was 3.62 volts and it was 4.06 volts after the recharge. Index 2 showed on (B)(6) 2017 there was a session of 30 minutes and 24 seconds. There were 0 minutes of no recharging due to antenna temperature, the maximum antenna temperature was 0, the average coupling was 0, the ins heat loss was 0, the average antenna temperature was 0, the recharging session lasted 0 minutes, there were 0 minutes of no recharging due to poor telemetry, the ins voltage before the recharge was 3.734 volts and it was 0 volts after the recharge. Index 3 showed on (B)(6) 2017 there was a session of 30 minutes and 24 seconds. There were 33 minutes of no recharging due to antenna temperature, the maximum antenna temperature was 38.4, the average coupling was 7, the ins heat loss was 216, the average antenna temperature was 36.9, the recharging session lasted 368 minutes, there were 0 minutes of no recharging due to poor telemetry, the ins voltage before the recharge was 3.685 volts and it was 4.065 volts after the recharge. Index 4 showed on (B)(6) 2017 there was a session of 55 minutes and 41 seconds. There were 0 minutes of no recharging due to antenna temperature, the maximum antenna temperature was 30, the average coupling was 0, the ins heat loss was 0, the average antenna temperature was 30, the recharging session lasted 1 minute, the ins voltage before the recharge was 4.02 volts and it was 0 volts after the recharge. Index 5 showed on (B)(6) 2017 there was a session of 58 minutes and 11 seconds. There were 18 minutes of no recharging due to antenna temperature, the maximum antenna temperature was 38.4, the average coupling was 6, the ins heat loss was 231, the average antenna temperature was 37.1, the recharging session lasted 356 minutes, there were 0 minutes of no recharging due to poor telemetry, the ins voltage before the recharge was 3.63 volts and it was 4.06 volts after the recharge. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had trouble charging and poor coupling for over a year. The bars turned off themselves in the middle of the night "after 2 minutes" and then go completely dead. It was reported that the patient had to "fight" the charger all night to get the bars back. At night was the only time that the patient could charge. They could not get any bars when sitting. Per the consumer, it took 8 hours to charge when it was only supposed to take 4. They charged every other night and the battery charge when the patient started charging depended on the night. The patient would have all bars and then would get up to go to the bathroom and when they sat down they lost all bars. It would not make a connection while they were sitting. The patient would not use the belt because it was reported to only work on people bigger in stature than the patient. The patient used adhesive discs. The external equipment had been replaced in the past but now the patient was having the battery replaced. The patient could not sleep the night before the report because they were fighting the charger all night. The patient had pain in their hands and wrists. It was reported that last week the recharger went completely dead. A manufacturer representative brought the patient a new one. The new recharger stopped charging. The patient plugged it in yesterday at 4:30pm but it still would not charge. The patient was seeing the screen to charge the insr. The patient opened the carrying case and the plug was not plugged in. The consumer stated that it had been plugged in and unplugged itself. Per the consumer they were going to use tape to keep the plug in. No further complications were reported.